Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore the exact cause of the reported event could not be determined. As a preventive measure, the instruction manual provides caution and warning which states, inspect device and packaging prior to use for damage or defects that might cause a safety hazard. Use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The working channel and operating sheaths of most rigid endoscopes are metal. Do not activate the instrument while any portion of the instrument tip is within the working channel or in contact with another metal object. Localised heating of the instrument and the adjacent metal object or working channel may result in damage to the contacting endoscope, and/or instrument tip. Should the device become deformed or damaged in anyway, it should be replaced immediately as continued use may result in unpredictable operation or device failure.

Event description:
The manufacturer received medwatch report#(B)(4) that stated, in (B)(6) 2019, "during a therapeutic transurethral resection of a prostate (turp) procedure the staff heard a pop and then there was an electric smell." It is unknown if the intended procedure was completed. There was no patient injury reported. No further information was reported.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the referenced device (lot# u1901127) which indicates there were no ncrs noted during production and the device has been manufactured in compliance with procedures maintained in compliance with current regulatory requirements.